Event description:
A surgeon was grasping a stone in the pt's left kidney when the upper jaw of the grasping forceps broke off. The metal piece was retrieved without difficulty. No pt injury was reported.